Event description:
It was reported that during a hystectomy procedure, instrument error. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 7/10/2007. Evaluation summary: the analysis results found that the device was returned in good visual condition. The device was tested and an error code 5 was displayed, the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. The switch buttons were non-functional. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.